Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Problem of lead suture broke. (B)(6).

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture is broken on the blue dilator. Analysis revealed that the dart was returned inside the capio suture capturing device. The dart has a small amount of suture attached to it. Also, there is no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was during a cystocele prolapse stage iii repair procedure done on (B)(6) 2015. According to the complainant, during the procedure, the suture broke. The needle was found lodged in the capio cage. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was during a cyctocele prolapse stage iii repair procedure done on (B)(6) 2015. According to the complainant, during the procedure, the suture broke. The needle was found lodged in the capio cage. There were no patient complications reported as a result of this event.